Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the label was chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to chipping off label on the device, which contributed to the event. It is unknown if upon the event occurrence the device was or was not being used for patient treatment. When reviewing similar reportable events registered for the issue of missing or chipping off label on powerled and hled surgical lights it was confirmed that in the last 5 years there was no event which led to the serious injury. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of the investigated issue is very low. Root cause analysis was performed by the subject matter expert and it was established that the most probable root cause of chipping off label is an excessive friction during cleaning or inappropriate cleaning products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's refrence number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the label was chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.